Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that during the patient¿s battery exchange, the doctor opened the patient¿s pocket to remove the device and found that the leads had been cut. It was stated, the doctor was not sure how it happened. It was noted they closed the patient back up and was going to bring them back to replace the leads as well as the dead battery.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. Product ID 435135, serial# (B)(4), explanted: (B)(6) 2014, product type: lead.

Event description:
Follow up information received on april 29, 2014 from the healthcare professional (hcp) reported that the cause of the event was a return of nausea symptoms. It was noted that there were no abnormal impedances recorded on the implantable neurostimulator (ins) system. Battery depletion was confirmed along with a break of the lead component. It was noted that an explant procedure was performed on (B)(6) 2014 but that there was also a scheduled procedure for explanting the leads with placement of leads and ins on (B)(6) 2014. It was unknown if hospitalization for the patient was required. If additional information is received, a followup report will be sent.